Event description:
During a coil embolization procedure, the first coil (orbit galaxy 640cf0715/13500286) would not detach, although the trufill dcs syringe ii (B)(4)) was taking to position 4. Then, a second trufill dcs syringe ii (B)(4)) was used with no success. After removing the first galaxy coil, another orbit galaxy coil (640cf0715/ 13500375) was used, but it also did not deployed. The galaxy coil was removed and the procedure was completed without incident using a competitive coil and the patient did well.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2012-50014 and 3007628272-2012-50015. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information indicated that the lav was not used during the case, and a dedicated saline source was used to fill the syringes. Prior to the failure to detach, no coils were detached with the syringe, and no damages were noticed on any section of the syringes or delivery systems that might have contributed to the event. During event, both syringes were connected properly with each delivery system hub (leaks, etc). Prior to the failure to detached, the syringes were not taking past the green zone, position 3 or the red zone exceeded. After the event, no damages were noticed on the syringes; however, one of the delivery systems was kink during withdrawal from the patient. Other than the reported event, no other damages were noticed with any other section of the devices: coils (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc) or syringes, and the coils remained attached the delivery systems. The products are available for analysis. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 3007628272-2012-50014 & 3007628272-2012-50015. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that no further information will be forthcoming under these mfg reports 3007628272-2012-50014 & 3007628272-2012-50015, however, all the information will be reported under mfg reports 3007628272-2012-50012 and 3007628272-2012-50013. The files were duplicated in error.